Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device it was observed a tear located in the union between patch and shell, located at the anterior view. Additionally a coloration blue on device was noted. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of tissue expander implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The doctor confirms that use methylene blue. He said: "obviously there is methylene blue in the serum to see the leakage when squeezing the expander. I also painted the hole with a black marker, as seen in the 6th photo". As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the tissue expanders other than sterile saline for injection since this could compromise the product integrity. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction: manufacturing date. Additional information: on (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast reconstruction with a 650cc mentor tissue expander and experienced deflation on the right side post-operatively. As a result, the patient underwent device removal on (B)(6) 2019.